Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep stated that the ins was removed on (B)(6)2018 and that on (B)(6)2018 they sent it back to the manufacture for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: (B)(4), product type: recharger. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had the ins replaced with a pain pump. The patient stated that the device no longer provided relief. The patient tried a competitors device as well. No further complications were reported or anticipated. The issue is resolved. No device allegations were made.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found insignificant anomalies. The device was overdischarged and permanently damaged. Product analysis (B)(4): analysis information -- 2018-09-11 12:40:49 cst pli# 20 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to {x} overdischarge{s}. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed due to a dirty port. The ins port will be cleaned prior to retest (see ngt_initial attachment).} after {1} physician mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {1} overdischarge(s). The ins did not sync with a {ultra//sensor//activa dbs} patient programmer. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} analysis determined that no telemetry was observed with an n'vision clinician programmer. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.